Event description:
It was reported that a revision surgery was needed to replace a secure c3 endplate that was found broken and causing patient neurological issues post operatively. This event occurred in belgium.

Manufacturer narrative:
The device was not available for evaluation. The patient had degenerative cervical pathology and underwent surgery where they placed a secure-c3 at c5-c6 and a coalition mis with anchors at c6-c7. There were no complications during the original surgery. The patient had very sclerotic bone and it was noted that the surgeon had to hit hard in order to create the keel cuts. The patient was asymptomatic but the radiographs showed the inferior endplate was more anterior then the superior endplate, and not in the proper location. About 1 month post surgery, the patient presented with pain. In an MRI, a small fragment was seen in the left foramen. A revision surgery was performed on (B)(6) 2023 in which the secure-c3 was removed and it was realized that the posterior and middle keel were broken on the superior endplate. These broken pieces appear to have come into conflict with the nerve which caused neurological problems. During the revision surgery, the prosthesis and broken pieces were removed and a coalition mis was put in, and it was reported that the patient is doing well and no longer has any neurological problems. It is unknown if a unforeseen event happened within the month between the original surgery and the revision. It is also unknown if the endplate broke during the original surgery or post surgery. It is possible that during impaction the keels were not cut completely and when the implant was being placed, the keels broke. It is important to note that if the bone is sclerotic, globus offers a milling option to cut the keels. No determinations could be made as to the cause of the reported issue.